Manufacturer narrative:
The investigation info the positioning issues has been completed. The impella cp was pulled back into the aorta while attempting repositioning. The pump was replaced. Data logs were not applicable for this investigation. No product was returned for this investigation. The cause of the positioning issue was use related. F6 and f8 should have been blank.

Event description:
The user facility reported a 79-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant in the hospital with ami/cgs (acute myocardial infarction/ cardiogenic shock) and stemi (st elevation myocardial infarction). The team placed a cp to support the patient and allow for the pci (percutaneous coronary intervention). The team observed cad (coronary artery disease) and mr (mitral regurgitation). The cp was placed and allowed for pci. After 3 days the pump came out of position and was removed. No harm or injury.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.